Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. There was no damage noted to the guide wire during the inspection prior to use. The investigation determined the reported failure to advance and difficulty to remove, appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the challenging anatomical conditions were the cause of the reported failure to advance and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified diagonal artery. A 014 ht versaturn flex guide wire failed to cross due to resistance with anatomy. It was noted resistance was also met during removal of the device. A non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.